Manufacturer narrative:
Continuation of concomitant medical products: product ID 3057, product type screening device. Product ID 3057, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057; product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient is concerned that their leads migrated because they don't feel the sensation without increasing stimulation to the maximum level. They already tried adjusting stimulation and changing sides, but the issue hasn't been resolved. As a result of what was reported, the call agency said they would reach out to the manufacture representative (rep) on their behalf. No further patient complications have been reported as a result of this event.

Event description:
Healthcare provider (hcp) responded to a letter. The serial number of the external neurostimulator (ens) and lead lot numbers used in the trial are unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device; product ID: 3057, lot# unknown, product type: screening device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.